Manufacturer narrative:
Evaluation - other: a thorough investigation into this report cannot be conducted. The user facility did not record what type of unit they were using the disposable with and did not save the event sample. A review of our complaints databases reveas no other reports on this device lot number. Without knowing what fast flow unit they were using, we are unable to review the instructions for use for what method of air detection and preventative measures to take. Review of the instructions for use (for the disposable used in the event) has a warnings that states: remove all air from fluid bags before spiking with this set. Failure to do so could result in the introduction of air to the pt. All air must be removed from fluid line prior to patient connection. Failure to do so could result in the introduction of air to the pt. Monitor fluid lines to ensure they are air-free. Never infuse fluids if they are air bubbles in the line between the filter chamber and patient connection. Failure to do so could result in the introduction of air to the pt. Work step for disposable priming has as step that states "gently tap filter with gas vent against cabinet to release all trapped air. Priming is complete. Make pt connection without entraping air. Reprime set if pt connection is not promptly made.